Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: pre-amendment h3 - device evaluated by mfg?: device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization microcoil was difficult to advance. The device was required for a coronary artery fistula occlusion procedure. During the procedure, a microcatheter was used to place the coils. The first coil was placed normally. The second coil from the same lot number was difficult to advance and subsequently got stuck in the middle section of the catheter with half of the coil exiting the distal tip. The stuck coil was removed by a negative pressure valve. The procedure was successfully completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.